Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) reported that nothing happened to the patient. The rep stated the implantable neurostimulator (ins) could not be retrieved because the electrode was stuck in it so they had to change the ins with the electrode, only the electrode was supposed to be replaced. The rep noted the event occurred on (B)(6) during the procedure. It was noted the device was explanted and replaced. It was noted the reason for the electrode replacement was not known. Additional information from the rep reported they were going to send the device back on wednesday (B)(6). The indication for use is unknown.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
Additional information received indicates the product was received by a company representative and sent to the company; however, the product has not been received and is being considered lost during transport.

Event description:
Additional information from the manufacturer representative (rep) reported they had no update to the return status of the implantable neurostimulator (ins). The rep reported the reason for the initial surgical intervention to replace electrode was a loss of efficiency and impedances raised on the lead. The rep noted the replacement of the lead and ins resolved the problem of the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.